Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. A 24x4.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and during advancing, it was noted that the distal edge of the stent struts were lifted. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.